Event description:
It was reported that, prior to the patient having an MRI, the system was checked. The low energy shock impedance was less than 30 ohms. The sensing was good and there was no noise on this electrode. The patient is thin and, also, is not followed on the latitude system. Technical services advised it was okay to proceed with the MRI. There were no known adverse patient effects. The system remains implanted.